Event description:
It was reported that the customer was receiving motor error alarms on his insulin pump. His blood glucose was unknown at the time of reporting. He declined troubleshooting in favor of speaking with a local representative. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.